Event description:
It was reported that upon interrogation, the pulse generator reverted to backup vvi operation and a parameter error message was displayed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.